Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be forward firing at 155,864 joules. A second fiber was used to complete the case. Pt outcome: "no injuries to the pt" reported.